Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure, after connecting to the device the r-wave measurements were poor and variable. The lead was moved and remains in use. No patient complications have been reported as a result of this event.